Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester plugged hemopro device into the extension cable and the unit generator started alarming, the jaws turned on and would not turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. The heater wire was flexed away from the hot jaw and remained attached at the base and the tip of the jaw. The insulation on the jaws were slightly cracked, and frayed indicating burn of device component. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe an electrical issue for failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ was not confirmed, but was confirmed for the analyzed failures " bent wire" and " burn of device or device component- boot burn".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester plugged hemopro device into the extension cable and the unit generator started alarming, the jaws turned on and would not turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.